Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high threshold. The physician attributed the high threshold to patient anatomy. The lead was explanted and replaced. The patient was doing well post procedure.